Manufacturer narrative:
The phacoemulsification machine was examined and tested by an amo svc technician at the customer's location. The technician indicated the unit would not start up and reseated the subsystem controller board ram chip. The issue was resolved. The technician calibrated vacuum settings and the unit passed prime and tune process. The sys was verified for all mode of operations and calibrations. The sys has continued to be used without any further reported incidents. The machine operates to amo specifications. No add'l info was provided.

Event description:
The clinic reported at the end of completion of a cataract procedure, the clinic was in irrigation/aspiration mode and the phacoemulsification machine shut down on its own. In addition, the clinic indicated the machine shut down during procedure one week prior to reporting. At the time, the clinic was able to restart the same machine and complete case. The surgeon completed the procedures with a good surgical outcome. No pt injury reported.